Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date monitor 10/28/2020, belt 02/03/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest at 5:38 am on (B)(6) 2021. Review of the download data indicates the patient received twelve inappropriate treatments in response to double counting. The response buttons were not pressed during the event. Per the continuous ECG recording, the device was started up at 21:21:42 on (B)(6) 2021. An arrhythmia was detected at 02:20:48 on (B)(6) 2021 while the patient was in an idioventricular rhythm at 90 bpm with tall t waves. The patient received the first three inappropriate treatments at 02:21:23, 02:22:03, and 02:22:46. The patient's rhythm at the time of each treatment and post-shock rhythm was an idioventricular rhythm at 90 bpm with tall t waves. The patient was in an idioventricular rhythm at 80 bpm with tall t waves when they received the fourth inappropriate treatment at 02:23:57. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 80 bpm with tall t waves and the patient's post-shock rhythm was an idioventricular rhythm at 90 bpm with tall t waves. The patient received the fifth through twelfth inappropriate treatments at 02:31:03, 02:31:38, 02:34:33, 02:46:30, 02:47:00, 02:47:24, 02:47:49, and 02:48:24. The patient's rhythm at the time of each treatment and post-shock rhythm was an idioventricular rhythm at 90 bpm with tall t waves. The device was shutdown at 03:19:02 on (B)(6) 2021. The patient passed away at 5:38 am on (B)(6) 2021.